Event description:
The plaintiff's attorney alleges that the pt experienced a heart attack caused by the use of naturalyte and granuflo during dialysis treatment.

Manufacturer narrative:
This is one of two device reports.